Event description:
Additional information was received confirming dislodgement of the right ventricular lead. Lead replacement is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the right ventricular (rv) lead was repositioned during the revision. Additional positioning attempts resulted in failure to extend the helix. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
During a remote follow-up, high inadequate capture threshold and r-wave amp variation was noted on the right ventricular (rv) lead. Device reprogramming is anticipated.